Manufacturer narrative:
The pump was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 106 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported the patient had been on dobutamine since time of admission and was reportedly doing ¿quite well¿. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was admitted for ventricular assist device (vad) "high watts". The patient did extremely well post-implant and recently had all anticoagulation held for a hernia surgery. Decision was made to decommission the vad on (B)(6) 2017. The patient had been on dobutamine since time of admission and was reportedly doing "quite well". The physician felt that due to the patient's history of scar tissue and abdominal scarring the only surgery the patient should undergo is cardiac transplantation. The patient was taken to the catheterization lab on (B)(6) 2017 to occlude the outflow graft, disconnect the vad from the controller, and leave it implanted until transplant. No further information has been provided.